Event description:
(B)(4). I have received the essure procedure in (B)(6) 2011 about 3 years after receiving the implant I started to have chronic back pains, migraines, irritable mood swings, I'm always tired . The procedure was provided by my insurer, I want to get this coils removed immediately and use another form of birth control . My life was fine before I got the procedure done. It's hard for me to move because my back continue to go our numerous time a day I always in pain. My menstrual cycle cramps are severe now before I could deal with them but not anymore.